Event description:
Patient was taken to hospital on the night of (B)(6) 2013 for a dislocated left hip. After ER staff reduced the hip x-rays of the left hip showed that the bipolar component of the patient's endoprosthesis had become disassociated from the 28mm head. Patient was then taken to another hospital where patient received open reduction of left hip hemiarthroplasty, and component revision. During the procedure, the surgeon did find that the bipolar component was disassociated from the 28mm femoral head. Surgeon removed both the bipolar component and the 28mm femoral head and replaced them with new 28mm femoral head and bipolar head.

Manufacturer narrative:
Additional information (including x-rays and medical records) has been requested. When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding dislocation and dissociation of a uh1 bipolar was reported. The event was confirmed. Method & results: device evaluation and results: the returned device was unremarkable. A functional test found the returned bipolar locking mechanism to be functional. Medical records received and evaluation: insufficient medical records were received for review with a clinical consultant. Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review found no other similar events have been reported for the subject manufacturing lot. Conclusions: return of the explanted devices confirms the reported revision surgery. Functional testing found the returned bipolar locking mechanism to be functional. The uh1 bipolar head locking mechanism offers resistance to dissociation of the femoral head however the locking mechanism can be overcome be in-vivo forces. Additional patient medical records including x-rays and operative reports would be required to determine the root cause of the reported dislocation.

Event description:
Patient was taken to hospital on the night of (B)(6) 2013 for a dislocated left hip. After ER staff reduced the hip x-rays of the left hip showed that the bipolar component of the patient's endoprosthesis had become disassociated from the 28mm head. Patient was then taken to another hospital where patient received open reduction of left hip hemiarthroplasty, and component revision. During the procedure the surgeon did find that the bipolar component was disassociated from the 28mm femoral head. Surgeon removed both the bipolar component and the 28mm femoral head and replaced them with new 28mm femoral head and bipolar head.